Event description:
It was reported that the lead broke off inside of the patient during explant ¿a couple of years¿ prior. The patient currently needed an MRI of the pelvis. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v244042, implanted: (B)(6) 2009. Product type: lead. (B)(4). This device is included in the medical device correction, "unretrieved device fragments models 3093 and 3889 interstim tined leads", educational brief/physician communication (december 2010).

Manufacturer narrative:
(B)(4).